Event description:
Customer stated that the switch caught fire and burned the blanket a little bit.

Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. The inspection also revealed customer misuse as our inspection found: poly cover ok, FDA: cord cut/burned strain relief, cord other comments, switch ok, bent/broken thermostat, thermostat discoloration, cord by the strain relief was bent in half. The opposite side of the cord cut. This tells us that the pad was not being properly used as per our instructions in the manual. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project (B)(4) to reduce the occurrence of this issue. A new jacketed cord design was launched in production on 03/10/2014 that closes (B)(4) pending a future eval of the effectiveness of the solution.